Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the needle was broken out of the package. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: h2; h3; h6 the reported event for instrument is confirmed as the device was returned and was found to be fractured. Visual inspection confirms that the suture passer needle is fractured. The needle shaft tip is fractured from the main shaft. The needle tip is welded onto the tip of the slotted portion of the needle shaft. The device also shows that there is some unknown debris on it. No packaging was returned with the device. Item and lot numbers are not confirmed as they are not etched on the part. No other damage is noted to the suture passer needle. Medical records were not provided. Device history records were reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.